Event description:
It was reported by the patient that the patient underwent a surgical procedure at c5-c6 for implant of an artificial cervical disc. Reportedly, symptoms began 1 week post-op. Reported symptoms include right arm numbness, pain and tingling, and a feeling like the implant is digging into something. The patient also reports to have a weak lower back and lumbar issues were noted at l4-s1 on x-ray, as well as compression at c1-c2. No additional information was provided.

Manufacturer narrative:
(B)(4): no device, nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.